Event description:
It was reported that this pacemaker device exhibited farfield oversensing. Upon review of the presenting electrogram (egm), technical services (ts) stated that there were lot of farfield signals visible and the atrial tachy response (atr) mode switching configuration report, fallback mode was programmed in vdi. Ts recommended programming changes to have it programmed as ddi and sensitivity changes. This device remains in service. No adverse patient effects were reported.